Event description:
It is reported that the patient reports swelling and pain at incision area since surgery. Blood work results are pending.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.